Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000089-2007-01351 and 6000089-2007-01349. It was reported, in a case report, that post a coronary drug eluting stenting treatment procedure, vessel spasm occurred. The patient was referred for acute chest pain and an echocardiogram showed an acute inferior myocardial infarction (mi). Angiography revealed total occlusion of the proximal right coronary artery (rca) and focal stenosis in the mid left anterior descending (lad) artery and proximal left circumflex (cx) artery. Each lesion was predilated with a balloon, unknown type and size. A taxus express2 3.5x28mm drug eluting stent was placed in the rca. A taxus express2 3.0x24mm drug eluting stent was placed in the lad and a taxus express2 3.5x16mm drug eluting stent was placed in the left cx. The patient was treated with calcium channel antagonist and oral nitrate. No patient complications were reported. Ten hours post procedure the patient developed sudden cardiac arrest. Angiography revealed diffuse narrowing of all 3 coronary arteries except for stent sites. Severe diffuse spasms were documented and promptly relieved by intracoronary glyceryl trinitrate injection. The patient was successfully resuscitated and recovered.